Event description:
The customer reported that following a ptca/stent procedure in 2002, a vasoseal vhd kit size 6 was deployed. The pt had a previous catheterization of the right groin with intervention in 6/2002. The pt presented at the emergency room 3 days later complaining of pain in the left leg. The leg was ischemic and the pt was taken to the cath lab. A dissection of the left common femoral artery showed total occlusion by clot in the left popliteal artery. A surgeon was consulted and the pt was taken to surgery for an embolectomy. The surgeon told co's rep that he thought that the material taken from the popliteal artery looked like the collagen plug. The pt's pulses returned post surgery. No futher complications were reported.